Event description:
Additonal information was received. The healthcare professional (hcp) reported that no devices were available.

Manufacturer narrative:
Continuation of d10: product ID 3058 lot# unknown product type implantable neurostimulator product ID 3058 lot# unknown product type implantable neurostimulator product ID 3058 lot# unknown product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 3058 , serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 3058 , serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 3058 , serial/lot #: unknown, ubd: unknown, UDI#: unknown; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding sacral neuromodulation therapy for urinary and defecatory disorders: experience in a latin american public hospital. The following medtronic devices were used: interstim¿ ii. Among patients adverse events / device product performance issues included: 1. It was reported one patient had a non-infectious inflammatory response to the ipg and had to have the ipg removed. 2. It was reported one patient had the neurostimulator (ins) explanted due to painful stimulation. 3. It was reported one patient had the neurostimulator (ins) explanted upon request due lack of response despite the use of the basic and advanced programs. 4. It was reported two patients underwent battery pocket revision due to persistent pain. The pain improved after the revision. 5. It was reported one patient underwent an electrode revision due to lost of therapeutic response due to the electrode migration after trauma to the gluteal region. The patient achieved satisfactory response without adverse effects after revision. 6. It was reported one patient underwent electrode revision due to suboptimal response despite reprogramming. The patient achieved s atisfactory response without adverse effects after revision. 7. It was reported one patient underwent electrode revision despite having successful response presented painful flexion on the 1st metatarsal joint. The patient achieved satisfactory response without adverse effects after revision.

Manufacturer narrative:
Continuation of d10: product ID neu_interstim_ins lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_interstim_ins lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_interstim_ins lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Mass-lindenbaum, m., arevalo-vega, d., aleuanlli, I., santos-moya, f., maluenda, a., dines, e. Et al. (2024). Sacral neuromodulation therapy for urinary and defecatory disorders: experience in a latin american public hospital. Rbgo gynecology ,obstetrics. 2024;46:e-rbgo11. Doi: 10.61622/rbgo/2024ao11 g2: country chile medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.